Event description:
It was reported that during an afib cardiac ablation procedure with a qdot micro¿ catheter, the patient experienced cardiac tamponade treated with drainage, but blood pressure did not stabilize, and open chest surgery was performed. During la (left atrial) ablation, the blood pressure decrease, pericardial effusion was confirmed. Drainage was performed, blood pressure did not stabilize, and open chest surgery was performed. Extended hospitalization was confirmed. Ablation was performed before the cardiac tamponade was confirmed. Atrial septal puncture was performed with rf (radio frequency) needle. Physician assessment of the health problem was serious. No steam pop was confirmed. Irrigation catheter flow rate setting was 50w. The ablation was conducted with qmode. Cf (contact force) monitoring methods used were dashboard, vector, and visitag. Coloring setting for visitag was tag index. Additional filter used for visitag was fot (force over time). No abnormalities observed prior/during use of the product. The physician¿s opinion on the cause of this adverse event was unknown. The physician could not determine the cause of the tamponade. The intervention provided was drainage and open chest surgery was performed. Prior to noting the pe (pericardial effusion) or CT (cardiac tamponade), ablation was performed. No evidence of steam pop noted. The flow setting used for irrigation catheter was qmode, 50w. No error messages were observed on biosense webster equipment during the procedure. Patient fully recovered. The perforation was noted in the left atrial roof. Procedural act (activated clotting time) was over 300 seconds. One catheter was used. One transseptal was done. No evidence of steam pop.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31559995l and no internal action related to the complaint was found during the review.. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).